Event description:
Per medicines & healthcare products regulatory agency in 2004 the pt developed an uncontrollable headache. Upon operation, it was discovered that the valve had broke up. The valve was explanted and replaced.